Event description:
Map shift occurred while users were capturing points on a carto system. The map shift happened while shifting the fluoroscopy source (underside). It was discovered that the map shifted 2 mm once the fluoroscopy source got as near as 13 cm below the lp coil. No pt injury was reported.